Event description:
Pt had an anaphylactic reaction after undergoing a cystoscopy procedure with a scope that had been disinfected in disopa solution. Upon removal of the scope the pt experienced nausea, rash on the bottom of the stomach, anaphylactic shock; redness of face and was feeling sick. After about one hour, swollen, rash, loss of consciousness.